Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported that the trek dilatation catheter was advanced over the floppy ii guide wire without resistance. The dilatation catheter balloon was inflated at the target lesion in the left anterior descending artery and was deflated without issue. An attempt was made to remove the dilatation catheter. Resistance was noted during withdrawal; however, the trek was able to be removed from the guide wire. An unspecified stent delivery system was then advanced over the same floppy ii guide wire without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.